Event description:
Reportable based on device analysis completed on 16jan2026. It was reported that the wire was exposed through the sheath slit. A 190 cm filterwire ez was selected for use. During preparation, upon flushing, it was found out that the wire was exposed through the sheath slit. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed filter bag detached.

Manufacturer narrative:
E1: (B)(6). H6: evaluation conclusion codes: updated. With the available information, boston scientific concludes: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the filter wire device was returned for evaluation. The wire returned separated from the delivery sheath, and the sheath was in good condition. However, the filter bag is fully detached and did not return. Also, the wire returned kinked in different sections, and the spring tip is kinked as well. However, the wire was not exposed through the sheath. The device was inspected under magnification, and it was possible to see that the filter bag is fully detached. Also, the spring tip is kinked. No other issues were identified during the product analysis. Risk review: a risk review was completed and confirmed that the event of filterwire wire exposed through sheath slit, filter detached/separated, guidewire bent/kinked and spring tip bent/kinked were defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as device problem excluded because after visual inspection and microscope inspections in the complaint device, it was not possible to identify any evidence of the alleged issue on the device since the wire was not exposed through the sheath. Also, the evidence from the product record review did not identify a potential product quality issue.

Manufacturer narrative:
E1 - initial reporter phone: (B)(4). Device evaluated by MFR: the filter wire device was returned for evaluation. The wire returned separated from the delivery sheath, and the sheath was in good condition. However, the filter bag is fully detached and did not return. Also, the wire returned kinked in different sections, and the spring tip is kinked as well. However, the wire was not exposed through the sheath. The device was inspected under magnification, and it was possible to see that the filter bag is fully detached. Also, the spring tip is kinked. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16jan2026. It was reported that the wire was exposed through the sheath slit. A 190 cm filterwire ez was selected for use. During preparation, upon flushing, it was found out that the wire was exposed through the sheath slit. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed filter bag detached.